Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information from merge healthcare and other vendors systems including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. Merge cardio is intended to allow users to review diagnostic and non-diagnostic quality images, annotate studies, perform digital subtraction on images, to perform quantitative measurements on images (including but not limited to quantitative coronary analysis, left ventricular analysis, time, area, length, velocity, angle, volume, and velocity time integrals), to generate physician generated clinical reports (via structure reporting and template based tools), and to store this information in a database. On 02/24/2022, an internal clinical reporting specialist found an incorrectly mapped measurement during an upgrade to merge cardio version 12.1.1. The customer requested hepatic vein measurements to be configured on merge cardio reports. It was found that the hepatic vein diastolic peak velocity displays as mean velocity. Work is ongoing between the customer and merge healthcare clinical reporting engineering. A supplemental report will be filed when further information becomes available. This has the potential to delay patient treatment and/or diagnosis or may result in an incorrect diagnosis &/or treatment. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).

Manufacturer narrative:
An investigation into the hepatic vein diastolic peak measurement versus the hepatic vein diastolic mean velocity measurement mis-mapping is ongoing. A supplemental report will be filed when additional information becomes available.

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 3/22/2022. After additional troubleshooting by merge healthcare technical support and cardio clinical report engineering, an incorrect mapping within the report measurement mapping tool (rmmt) was identified as the cause of the hepatic vein diastolic peak velocity appearing in the mean velocity measurement field. Settings within merge cardio were adjusted to ensure that the peak velocity appears in the correct field. The configuration setting adjustments were tested and confirmed to map correctly. This resolved the issue with the hepatic vein peak and mean velocity fields.. No further action is required. Revised information contained in this supplemental report includes the following: g3 - date new information received by manufacturer; g6 - indication that this is follow-up report 001; h1 - indication of malfunction as reportable event; h2 - indication of additional information; h3 - indication that device evaluated by manufacturer; h6 - evaluation codes: health effect - impact code 2645 no patient involvement, investigation findings 3200 incorrect data definition, investigation conclusions 58 cause traced to software coding. This issue occurred on the customer's test environment. The cardio report mappings were not active in a clinical production environment. There was no patient involvement. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue.